Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: based on the evaluation of photos provided it was confirmed that the inner catheter was broken. The photos demonstrated a broken fragment outside patient which led to a confirmed result for inner catheter break. X-rays demonstrating the piece inside patient were not provided. Based on the investigation the reported issue was closed as confirmed. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant IFU the potential issue was found addressed. The IFU state: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' In regards to deployment force the IFU states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' The IFU further state: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used.' H10: g4. H11: h6 (method, results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angiogram with planned intervention in the superficial femoral artery, two free floating objects were allegedly identified in the vessel. Therefore, healthcare provider determine to take the patient to the operating room and perform a cut down to remove the objects, one of which was successfully retrieved. Reportedly, the objects were allegedly fragments of an end of the delivery system catheter used in the initial stent placement procedure. The patient was reportedly stable at the conclusion of the procedure.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records has not been performed. The device is not available for return; however, photos were provided to the manufacturer for review. The investigation is currently underway.

Event description:
It was reported that during an angiogram with planned intervention in the superficial femoral artery, two free floating objects were allegedly identified in the vessel. Therefore, healthcare provider determine to take the patient to the operating room and perform a cut down to remove the objects, one of which was successfully retrieved. Reportedly, the objects were allegedly fragments of an end of the delivery system catheter used in the initial stent placement procedure. The patient was reportedly stable at the conclusion of the procedure.